Event description:
Customer stated she was just diagnosed with diabetes and she tested her blood glucose around 1:30am and received a result of 503mg/dl. The customer stated she went to the hospital and received a result of 243mg/dl within an hour. The customer stated the hospital performed some test and it was determined her blood glucose wasn't stable so she was admitted and kept several days.